Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient closed mouth and there was contact of the bottom, left medial and lateral incisors with the top, left medial incisor. Additionally, there was a new space that formed between the top, right lateral incisor and the top, right medial incisor. Top aligner has cracked.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.